Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon explored the patient's left hip for what was told to him to be a chronic dislocating problem. Upon x-ray exploration in the ER, it was noted that the patient had a restoration modular stem and trident cup. It also appeared that the mdm liner was within the cup, but the adm poly insert was dislocated from trident cup, and disassociated from the delta biolox head and sleeve which were all still attached to the trunnion of the restoration modular. At this point we removed and exchanged the head/sleeve combo, insert and liner, irrigated and reimplanted new mdm liner, insert (rep confirmed the same catalog codes that were implanted in the revision were explanted), sleeve and universal delta biolox with no delays or issues.

Manufacturer narrative:
Corrected data: date of implant. An event regarding dislocation involving an adm liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided and the device was not returned. Further information such as product evaluation, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause no further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Surgeon explored the patient's left hip for what was told to him to be a chronic dislocating problem. Upon x-ray exploration in the ER, it was noted that the patient had a restoration modular stem and trident cup. It also appeared that the mdm liner was within the cup, but the adm poly insert was dislocated from trident cup, and disassociated from the delta biolox head and sleeve which were all still attached to the trunnion of the restoration modular. At this point we removed and exchanged the head/sleeve combo, insert and liner, irrigated and reimplanted new mdm liner, insert (rep confirmed the same catalog codes that were implanted in the revision were explanted), sleeve and universal delta biolox with no delays or issues.